Manufacturer narrative:
Investigation results: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR, customer reported issue was with the connector but provided injector material number. This MDR reflects that as that is what the customer provided. Follow up attempts to gain clarification are on-going and if clarification is given, a supplemental will be submitted.

Event description:
Event details: patient was receiving chemotherapy. After the chemo had infused completely, rn disconnected the secondary chemotherapy line from the flush line for hd. Rn disposed of empty chemo bag in the yellow bin. The flush completed after 5 minutes and the patient called the rn in the room to be disconnected. Fluid was actively dripping from the phaseal optima connector. Pharmacy advised to treat as chemo spill as hazardous medication could have potentially been leaked from the phaseal optima connector.